Event description:
This rv lead was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013. An email was received on 9/12/2017 stating that this lead was explanted due to infection. The physician was dr. (B)(6) at (B)(6) medical center. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).